Manufacturer narrative:
Follow up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there was visible moisture inside the battery compartment. There was a crack along the side of the battery compartment at the threads. A leak test was performed and revealed a leak at the site of the battery compartment crack. The pump was not able to be powered on due to moisture damage; complete investigation was not able to be performed. The pump was opened for investigation and did not reveal any further evidence of moisture ingress inside the pump. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 04/22/2015. Animas has become aware of additional information regarding this complaint; insulin pump serial number is (B)(4).